Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device. The information contained in this report is being provided to the FDA to comply with regulations regarding medical device reporting and is based on information submitted by others that may or may not be factually correct.

Event description:
Failed right total elbow arthroplasty with loose humeral component and disassembled linkage mechanism. Restore function. Revision right total elbow arthroplasty, removal of loose components. Removed implants were replaced with latitude ulnar cap dky069, latitude spool dky215, latitude humeral stem 0030502, latitude ulnar bushing dky122.